Event description:
It was reported that a merlin.net transmission displayed an alert for high v impedance greater than upper limit. The physician decided to monitor the lead as the threshold and sensing remain stable. No adjustments were made to the lead. Patient did not show up to his appointment.